Event description:
Same case as 2134265-2015-01572 and 2134265-2015-01641. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), a 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter to visualize the coronary artery. During the procedure, the motordrive unit failed to perform automatic pullback although the screen showed the recording mode of pullback. It was noted that there was nothing wrong with the connection as confirmed by the physician and the senior staff nurse. The physician then performed manual pullback. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).